Event description:
Boston scientific crm received information that during this implant procedure, this right ventricular lead was attempted; however sensing and threshold measurements were poor. The physician attemtped to reposition the lead, however it became tangled in the trabecula and couldn't be removed. The lead was capped and abandoned in the patient. A new right ventricular lead was successfully implanted and appropriate measurements were obtained.

Manufacturer narrative:
The lead will not be returned. Should additional information become available, this event would be updated.